Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. During a revision procedure, insulation damage was observed on the rv lead. The rv lead was cut and partially explanted. The remaining part of the rv lead was capped and remains implanted. A new rv lead was implanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation damage and oversensing noise were confirmed. As received, only the connector segment of the lead was returned for analysis. Lead-to-can external insulation abrasion was noted between the connector boot and the cut end of the lead, which breached the outer insulation and exposed the outer coil. The cause of the reported event of oversensing noise was isolated to the lead-to-can external insulation abrasion. Electrical testing that could be performed on this piece did not reveal any discontinuities or shorts on the conduction paths.